Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user received a strong blow to the head. A hematoma formed and the user was hospitalised. In situ measurements subsequently showed affected channels and hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user received a strong blow to the head. A hematoma formed and the user was hospitalised. In situ measurements subsequently showed affected channels and hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user received a strong blow to the head. A hematoma formed and the user was hospitalised. In situ measurements subsequently showed affected channels and hearing performance with the device was affected. The user was re-implanted.